Event description:
Patient reported that she underwent total hip arthroplasty on (B)(6), 2010 and that she began experiencing pain approximately seven weeks later. The patient further reported that she has symptoms of infection and that consultation with two surgeons confirms the possibility of deep infection, which may necessitate a revision procedure. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects - "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report filed (B)(4), 2011.